Event description:
It was reported that a nurse was injured while using the bed.

Manufacturer narrative:
Investigation underway; a follow-up will be issued as necessary based in results of investigation.